Event description:
Pacemaker checked via trans-telephonic monitoring and found to be demonstrating elective replacement behavior. The last clinic visit from three months ago had battery with estimated longevity of 7.5 years. The clinic visit today confirmed elective replacement behavior. The company was contacted for troubleshooting. Technical support indicated this is known issue that is remedied by a "special lab programmer". The condition is in the hardware for measurements. The device locks up and returns a battery voltage of zero and measurements are affected, after 12 hours, the device goes to eri. The software fix will only unlock the hardware issue, however there is no indication thus far whether the issue will resurface. They have unlocked 12 devices so far and of those none have had a recurrence. If patient develops pacemaker syndrome, medtronic recommends device change out. The programmer is being shipped to the local representative within the month. The patient was evaluated and found to be asymptomatic and verbalized understanding of symptoms that require immediate attention. The patient was discharged to home.====================== health professional's impression======================no adverse event as yet.